Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information will be reported. This report is for an unknown nail head elements: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporters phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported devices were used in surgery for femoral trochanteric fracture on (B)(6) 2018. A pfna blade (proximal femoral nail antirotation) was inserted to a 130-degree pfna nail which was connected to a 125-degree aiming arm. Due to interference between the blade and the nail, the surgeon tried to remove protection sleeve in question from the aiming arm, which resulted in failure. The surgeon hammered and detached the protection sleeve with a 15-minute delay in surgery. There was no adverse consequence to the patient. The protection sleeve deformed caused by those hammerings. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
These dates were reported as (B)(6) 2018 in the initial report (B)(4) in error. The correct date for these fields is (B)(6) 2018. Device is not expected to be returned for manufacturer review/investigation. Reporter name, country code, and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.